Event description:
It was reported that medication backed up past the stopper with unspecified bd¿ syringe. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown it was reported that medication backed up into the syringe, past the stopper. Event description per email states: nurse drew up 150mg/ml (1cc) depo in syringe without difficulty on injecting depo. Syringe malfunctioned some depo went im into right hip, some depo backed up into syringe below black plunger FDA safety report ID# (B)(6).

Manufacturer narrative:
The following fields have been updated with corrections: PMA/510k date received by manufacturer: 2020-09-10.

Event description:
It was reported that medication backed up past the stopper with unspecified bd¿ syringe. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown . Batch no. Unknown . It was reported that medication backed up into the syringe, past the stopper. Event description per email states: nurse drew up 150mg/ml (1cc) depo in syringe without difficulty on injecting depo. Syringe malfunctioned some depo went im into right hip, some depo backed up into syringe below black plunger FDA safety report ID# (B)(6).

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. The initial reporter also notified the FDA on 1 june, 2020. Medwatch report # mw5094661 report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that medication backed up past the stopper with unspecified bd¿ syringe. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown it was reported that medication backed up into the syringe, past the stopper. Event description per email states: nurse drew up 150mg/ml (1cc) depo in syringe without difficulty on injecting depo. Syringe malfunctioned some depo went im into right hip, some depo backed up into syringe below black plunger FDA safety report ID# (B)(4).